Manufacturer narrative:
Date of event: exact date unknown, event occurred about two months ago. Additional suspect medical device component involved in the event: product family: scs- linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20460187.

Event description:
It was reported that the patient was not receiving any stimulation due to leads were no longer working and had high impedance. The patient underwent leads replacement procedure and was doing good postoperatively. The explanted leads were discarded.